Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transabdominal repair of pelvic organ prolapse and abdominal sacrocolpopexy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent excision of eroding abdominal sacrocolpopexy mesh and intraperitoneal vaginal cuff on (B)(6) 2011 due to mesh erosion and recurrent stage ii pelvic organ prolapse. (B)(4) ¿ urinary problems; undefined recurrence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient underwent a gynecological procedure on (B)(6) 2008 and advantage transvaginal mid-urethral sling system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with vaginal hysterectomy, uterosacral ligament vaginal cuff suspension, anterior and posterior colporrhaphy and cystoscopy.